Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The gray plug was inside the syringe. Black debris was observed on the adapter and the inner wall at the entrance of the syringe barrel where the adapter seal ring located. The syringe barrel could not be inserted into the ring seal. The viscous fluid control (vfc) adapter seal ring was not sheen comparing with the one in the lab stock. The dull surface and the hardness on the rubber adapter seal ring interfered the syringe to engage into the adapter. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers manufacturing process of the vfc connector. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that defective viscous fluid control pak, as the syringe would not lock onto the injector during intraocular lenses (iol) implantation surgery. The procedure completion details were unknown. There was no patient harm reported.